Event description:
The event involved a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip where it was reported during the installation of an arterial catheter, the doctor noticed 2 disunions of the pressure line. The consumable has been discarded. Disunions occurred at the junction of the line and the luers but not on the luers. The status of the product at the time of event is during the installation of an arterial catheter. There was no adverse clinical consequences and nobody has been hurt. There was a certain delay in therapy the time to change the catheter. The therapy has been completed.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.